Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (leg) due to insulin leaking from the pod, the pod's cannula was found to be dislodged. No specific treatment information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.